Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The data logs were reviewed, and - as reported - there was a biomaterial ingestion signature the night of 1/4. Suddenly, there was a motor current (mc) spike above 1600 ma, a speed deviation, step up in dp ps, increase in purge pressure, and drop in pump flows. Shortly after, there was another smaller mc spike with speed deviation. The low pump flows were sustained for the remainder of the case. Returned product was investigated and biomaterial was seen to be wrapped around the impeller after soaking the pump. Clinical details reported that the patient's anticoagulation levels were subtherapeutic leading up to the complication and thrombus was noted in the inflow cage at explant. Based on all the above-mentioned details, the root cause of the low pump flow was determined to be biomaterial. Thrombus: since the investigation into low pump flow determined that the root cause was biomaterial, the above investigation is representative of the investigation into thrombus as well. G2 report source; study was missing from manufacturer device report 1220648-2025-25681.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella rp flex support and during support, the pump had decreased flows. There were also motor current spikes at 2351 and 2352. The pump was explanted and biomaterial was observed. The procedural outcome was the patient survived surgery.